Manufacturer narrative:
H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extended life pd transfer set "came apart". This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to b3/d10: 1/1/2025 (previously submitted as 12/26/2024). Additional information was added to b5, b7, d9, h3, h6 and h11. B5: during follow up, it was reported that the patient attempted to disconnect the patient line from their transfer set and was unable to get it to release. The transfer set was replaced. B7: the transfer set was placed on december 26, 2024. H11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.